Event description:
The pancreatic stent was removed using a rat booth forceps, and fractured during attempted removal leaving the distal remnant portion of the stent in the mid-pancreatic duct. A guidewire was passed into the duct of the wirsung and advanced to the pancreatic duct proximal to the remnant portion of the stent. Dilation of the pancreatic duct was done using a 4mm dilation balloon along the course of the pancreatic duct distal to the stent. A side-bite rat tooth forceps was used to fluoroscopically remove the remnant fractured stent and pulled out through the biopsy channel of the endoscope. The fractured piece of the stent was removed. No further adverse effects to the pt have been reported as occurring as a result of this event. Ref u/f report: (B)(4).

Manufacturer narrative:
The device has not been returned for eval; therefore a document based investigation was carried out. As the device has not been returned the cause of the complaint could not be conclusively determined. The customer complaint was confirmed based on customer testimony. A review of the mfg records did not reveal any discrepancies related to the complaint issue. Prior to distribution, gepd-5-12 devices are subjected to visual inspection and functional checks to ensure device integrity. The precaution section of the instructions for use states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic eval is recommended. The fractured piece of stent was successfully removed from the pt; no part of the device remains in the pt and no further adverse effects to the pt have been reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends.